Event description:
The manufacturer received information that a trilogy 200 ventilator was returned to the manufacturer for evaluation and service. During evaluation, the ventilator failed the oxygen (o2) flow test. There was no patient involvement, and no harm or injury was reported. It was determined the active exhalation control module (aecm) required replacement to address the issue of the reported test failure. The device was planned to go to high level repair for completion of the repair. Repair of the device was not completed because the customer requested the device be returned unrepaired. Additional findings not related to the malfunction/issue: during the preventative maintenance, it was noted the rubber feet were missing and required replacement, and the handle o-rings also required replacement.